Manufacturer narrative:
(B)(4). This lot was manufactured between september 22, 2014 and september 25, 2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a white particle was found to be floating in an intermate pump after filling. The device contained the drug ceftazidime. There was no patient involvement. There is no additional information available. This is report one of four.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.